Manufacturer narrative:
Non-destructive visual examination was performed on pfc femoral component and pfc stabilizef tibial insert (which were replaced after five years due to pain and instability. The articulating surfaces of the femoral component showed a polished appearance with minimal scratching. The ultra high molecular weight polyethylene insert showed pitting, cracking, and delamination wear on both condyles and the intercondylar spine. The inferior side of the insert showed burnishing with arc shaped features indicative of relative motion between the insert and the tibial tray. There were no apparent material of manufacturing defects noted on either of the components. At this time, jjpi considers this file to be closed.

Event description:
Revision performed due to laxity and lack of motion. Surgery found excessive polywear of insert and patella and osteolysis, possibly due to poly debris.